Event description:
It was reported that a patient underwent a sling procedure in early 2008. During the procedure, the fixation in the left muscle was completed without problems. During the fixation in the right muscle, the purple finger pad and the wire detached from the inserter without any influence by the surgeon. The device was implanted and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.